Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted for elective replacement indicators (eri). There was no allegation agianst the ICD.